Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a patient with severe sepsis and high temperatures was treated with arctic sun and arctic gel pads. After repositioning the patient, severe skin damage, redness, bluish discolouration, tension blisters, some of which were open and weeping, were observed. Unfortunately, arctic gel pads consumables have been disposed of and are no longer available. Arctic gel pads and arctic sun, in one patient. The incident occurred during use.